Manufacturer narrative:
(B)(4). Catheter segment has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced increased pain. The catheter was found to be dislodged/out of the intrathecal space via a dye study. The spinal segment of the catheter was removed and replaced on (B)(6) 2011. There was reported to be no patient injury. The patient recovered without sequelae. The device system was used to deliver morphine (10 mg/ml) and bupivacaine (10 mg/ml).